Manufacturer narrative:
D2b - additional pro code (product code): lit g4 - additional premarket / 510(k): k141597 the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 20mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before reaching rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before reaching rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - additional pro code (product code): lit g4 - additional premarket / 510(k): k141597.